Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was reported that this patient has an infected right total hip. The hip was irrigated, and the liner and head were changed. The stem and cup are well fixed and retained. It is unknown when the hip was done. Doi: unknown, dor: (B)(6) 2020, affected side: right hip.